Manufacturer narrative:
The investigation into the ventricle perforation and the positioning issues has been completed since the original report was filed. The product was returned for investigation. The device was visually inspected and found that the cannula was kinked/bent, and the catheter was kinked at multiple locations due to excessive force. The sterile sleeve was found to be damaged during support. No other abnormalities were found. As per clinical review, the impella was placed deep and was tried to pull back and slipped out of left ventricle with the cannula being bent. The pigtail was pulled while it was held with a snare. The flexion was released, and the descending aorta ruptured. The cause of the vascular damage - great vessel issue was use related based on field investigation and clinical review. The cause of the positioning issue was use related based on field investigation and clinical review.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported that while driving cpsa with ecpella, the ICU determined that the pump position was deep and pulled it out using tte. The doctor pulled it out while confirming the tte, and entered the aorta with the shaft and cannula bent. It was decided to drive p1 in the descending aorta and remove it. In hybrid or, the extracardiac doctor retracted the femoral insertion site, and the circulatory doctor inserted the sheath through the brachial and inserted the snare catheter. When the tip of the cpsa was pulled while it was held with a snare, the flexion was released, but the descending aorta ruptured. The doctor stopped the bleeding with a balloon, reversed protamine, administered blood transfusion, and managed to maintain hemodynamics with ECMO support. The previous doctor had suspected sarcoidosis and had administered steroids, so it is possible that the vascular wall was fragile. It was recognized that re-insertion of the pump was prohibited when it was pulled out from the lv to the pigtail, except for the physician who performed the position adjustment.